Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the ins was implanted in the right buttock area. It was noted that the patient got only 2 coupling bars and an x-ray taken confirmed the ins was not flipped. The physician and the manufacturer¿s representative did not do anything but the patient was able to get all 8 coupling boxes by ¿playing¿ with the ins in the pocket. The patient stated that the ins was moving around with they were lying down. No symptoms were reported in the event.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient when the patient tried to charged she did not get more than 2 boxes. It was stated that on the morning of the call her implant was pushing out so she pushed it back in. The patient thought her implant had flipped and said it seemed more up and down. Additional information received from the patient reported she saw her doctor and a manufacturer representative (rep). X-ray was taken to see if the implant was positioned right. It was noted that the issue was resolved so far. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.